Manufacturer narrative:
The device has been disposed by the customer. Since no lot number was provided, no device history record review could be performed. Concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: coolflow® irrigation pump, us catalog # cfp001, serial # unknown. Product: webster® cs catheter with ez steer¿ technology and auto ID, us catalog # bd710df282ct, lot # unknown. Product: lasso® nav eco variable catheter, us catalog # d134301, lot # unknown. Manufacturer's reference (B)(4), are related to the same event. Manufacturer's reference (B)(4).

Event description:
During a pulmonary vein isolation (pvi) procedure, the physician isolated all four pulmonary veins and since the patient was in atrial flutter, a roof line was performed. The procedure was finished with no patient consequences. After three weeks from the procedure, the patient did not feel well and visited the center in (B)(6).the patient underwent a nasogastric intubation and endoscopy which revealed lesions in the esophagus. The patient deceased. On (B)(6), received additional information requested from bwi representative stating that the consequence of the procedure was an atrial-esophageal fistula. The patient passed away. The patient presented with epileptic seizures and fever; blood cultures were positive for different bacteria. Cerebral CT was without abnormalities. Thoraco-abdominal CT-scan revealed coagulated blood in stomach with a hemoglobinemia of 7 mg/dl, decision was taken to perform a gastroscopy to research bleeding source. During gastroscopy, blood pressure dropped and cardiac actions stopped, due to a hemorrhagic stroke. The physician¿s opinion regarding the causality of this event was procedure related.